Manufacturer narrative:
(B)(4). The device was received for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported event. The event history log review revealed no alarm or iipv event that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An external and internal inspection was performed and passed. Sample analysis revealed no product issues that could have caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away due to cardiac arrest. The patient was not hospitalized prior to passing away. It was noted that the patient was connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. No additional information is available.